Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Upon review, the device history logs showed that the pump was programmed to infuse 50ml at a rate of 50ml/hr (2g/hr) at 7:45pm. At 8:45pm the infusion completed with a total volume infused of 50ml. Then at 8:47pm another infusion was started for 450ml with a rate of 450ml/hr (18g/hr). At 9:31pm the infusion was stopped with a total volume infused of 319.55ml. Based on the information from the device history logs, the pump functioned as intended. The rate of infusion was programmed incorrectly to deliver 2mg/hr. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. The user facility indicated that there was not a device malfunction and that the pump would not be returned for evaluation, however they did provide the device history logs for evaluation. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: patient was being started on magnesium sulfate for preterm labor. A continuous infusion was to be delivered at 2 mg/hr. After a few minutes the bag was empty. The infusion was stopped and the patient recovered after medical treatment.